Event description:
It was reported that an ilet pump ran out of battery, was later placed on a charging pad, emitted beeps and vibrations, displayed a solid then flashing green charge indicator, and the screen did not display information, consistent with a device display or user interface malfunction and a charging function concern. Symptoms included no reported adverse clinical effects. Outcomes included the user transitioning to backup therapy and continuation of cgm use without interruption. Investigation included remote troubleshooting and assessment of charging indicators, with verification of replacement logistics and return instructions. Investigation of this device revealed a suspected display failure with the device otherwise powering and charging, consistent with a hardware malfunction of the display or related user interface component. It was concluded, based on previously established findings for similar reports, that the cause was a hardware failure of the display subsystem with no patient injury.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."